Event description:
It was reported that a catheter kink occurred while advancing. The native aortic annulus was 24.1mm in diameter with mild calcification; the was tortuosity in the abdominal and thoracic aorta. Balloon aortic valvuloplasty (bav) was performed 2 weeks prior. A 25mm lotus edge valve (lot 24537005) was advanced over a safari2 guidewire. The 25mm lotus edge valve kinked while advancing through the descending aorta. The device was removed and a new 25mm lotus edge valve (lot 24562224) was prepared. The 2nd 25mm was advanced into the thoracic aorta and crossed the aortic valve. The valve was deployed with no leak and a low gradient. The patient remained stable throughout the procedure. The patient was discharged home three (3) days later.

Manufacturer narrative:
H3- device evaluated by manufacturer: a 25mm lotus edge delivery system was returned. The device was returned unsheathed, and the release door has been pushed forward. The outer sheath (os) was kinked on the outer curvature of the catheter, 6.2cm from the distal end of the os. The post tops and collars were detached, indicating that release phase 2 had been initiated. The valve released by pulling the valve distally. No other issues noted with the device.

Event description:
It was reported that a delivery system kink occurred. The native aortic annulus was 24.1mm in diameter with mild calcification; the was tortuosity in the abdominal and thoracic aorta. Balloon aortic valvuloplasty (bav) was performed 2 weeks prior to the transcatheter aortic valve replacement (tavr) procedure. A 25mm lotus edge valve (lot 24537005) was advanced over a safari2 guidewire. The 25mm lotus edge valve kinked while advancing through the descending aorta. The device was removed and a new 25mm lotus edge valve (lot 24562224) was prepared. The 2nd 25mm lotus edge valve was advanced into the thoracic aorta and crossed the aortic valve. The valve was deployed with no leak and a low aortic gradient. The patient remained stable throughout the procedure. The patient was discharged home three (3) days later.